Event description:
Pt states, he brought the rest assured dental mouth guard to be used at bedtime. After 3 hrs of use, he began to taste a unusual chemical flavor. The chemical flavor was very strong and concerning to the pt so much that he discontinued to use of the mouth guard and notified the MFR. The pt ask the MFR what plastics were used in the mouth guard. The MFR inform him that thermoplastic elastomer and ethylene vinyl acetate were the plastics used to make the mouth guard. Pt wants to make sure that the materials used are in compliance with FDA and phrma.